Manufacturer narrative:
The explanted ipg will not returned to bsn as it discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint ipg could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s battery was no longer charging and was getting hot. The patient underwent ipg replacement. The physician was not able to determine if malfunction was suspected.